Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. A general reagent problem can be excluded because the qc prior to the event was within ranges. The frequent sipper liquid level detection (lld) alarms on the day of the event indicated an ongoing issue with the analyzer. The frequent qc issues observed in the first part of july also suggested an ongoing issue which consistent with the analyzer. The sample coagulation time and the centrifugation conditions appeared inappropriate to achieve a high-quality sample. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytical issue (contamination of the analyzer and sipper lld issues) at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). Qc was within range on the day of the event. The calibration signals measured on 25-jul-2024 were within expectations the preventive maintenance was last performed on 28-may-2024. The provided pictures of the analyzer's condition showed contamination of the surfaces (dirt on cotton swabs). The alarm trace showed more than 30 sipper liquid level detection alarms on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient serum/plasma sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (rack system) when compared to a different immunoassay analyzer (cobas e601). Initial result: 1.10 miu/ml. 2nd repeat result: 6.56 miu/ml (tested on the same e411). 3rd repeat result: 1.11 miu/ml (tested on e601). No questionable result was reported outside the laboratory. The customer reported the result of 1.11 miu/ml as it matched the patient's symptoms (having the last menstruation 2 weeks earlier) and because this result was replicated on 2 different analyzers.